Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No anomaly error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the experienced high blood glucose level. The customer¿s blood glucose level was over 500 mg/dl. The customer treated high blood glucose level with shots and injection with needle. The customer also reported that the insulin pump had no delivery alarm which was resolved by complete set change. The customer stated that the drive support cap was flush. The insulin pump will return for analysis.